Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this electrode exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks due to oversensing of non-physiological signals (potential air bubbles inside the header) as well as wandering baseline. Boston scientific technical services (ts) recommended reprogramming the sensing vector. Besides inappropriate therapy and subsequent hospitalization, there were no adverse patient effects reported.